Manufacturer narrative:
The event occurred in a hospital in (B)(6).

Event description:
Reporter stated that a pt, admitted to the hospital following a cerebrovascular accident, was tested using the accutrend gc system with a result of 1.7 mmol/l. Reporter indicated that pt's blood glucose was also tested on a laboratory instrument with a result of 18.0 mmol/l and on an accu-chek system with a result of 25.0 mmol/l. The time between tests was not reported. No info about treatment received, for blood glucose, was provided. No product was returned to the MFR for eval.